Event description:
The customer originally returned his olympus hd 3cmos autoclavable camera head due to the unit producing a poor-quality image. There was no patient harm or consequence reported as a result of this event. During device evaluation, it was discovered that the unit was not producing an image at all. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. As noted in event, faulty cable was discovered and causing no image to appear at all. Additionally, there was an air/water leakage problem noted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.